Event description:
It was reported that while on vacation, the patient passed out. CPR was performed. The patient was brought to the hospital, was placed in ICU, intubated, and was posturing. Fluoroscopy revealed that the rv and atrial leads were dislodged. The physician suspected twiddler's syndrome, as the atrial lead was in the svc and the rv lead was in the atrium. It was later reported that life support was removed, and the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.